Event description:
It was reported that during training to start pump therapy, nurse had difficulty removing pump cover and inserting new cartridge, as cover did not slide well on track, cartridge did not click into place, and no o-ring was observed on piston despite trying two different cartridges. There was no adverse impact to the customer's blood glucose level. Nurse contacted technical support, customer used backup therapy provided by training nurse, and technical support arranged replacement pump, instructed caller to place original pump in storage mode and return it with prepaid label, and advised caller to reprogram pump settings and reconnect continuous glucose monitor on replacement pump.